Event description:
Report received of a user error resulting in a suction swab disengagement; labeling instructions regarding the use of bite block were not followed. Reporter stated that on (B)(6) 2012, a certified nurses assistant (cna) attempted to provide oral care to an uncooperative resident. Reportedly, resident bit down on the suction swab and the plastic straw separated into two pieces. Resident had cuffed tracheostomy and was on ventilator. Reporter stated cna, physician assistant, nurses, and (B)(6) attempted to retrieve the swab head with attached piece of plastic from back of resident's mouth however, all were unsuccessful. Paramedics notified and they too attempted to remove it without success. Resident was transferred to (B)(6) hospital's emergency room (ER). Reportedly, resident was "agitated, tachypneic and desaturated." While in ER, resident was noted to have "stridor" and was given nimbex and propofol to temporarily paralyze him. A computed tomography (CT) scan was performed which showed a foreign body, "likely sponge", noted at the level of the epiglottis in the hypopharynx. Reportedly, resident was released from ER and admitted to a nursing unit in the hospital. Right after admission to unit, resident reportedly "coughed out the piece of sponge." Follow-up laryngoscopy on (B)(6) 2012 showed no evidence of foreign body. Instructions for use state, "a bite block should be used when performing oral care on pts with altered levels of consciousness or those who cannot comprehend commands." It was reported that although the resident was uncooperative, a bite block was not used at the time of the incident. Reportedly, the suction swab was discarded. Lot info was not available from reporter. Though requested, no add'l info was provided.

Manufacturer narrative:
Na.